Event description:
The customer reported a user interface module that remains black at power up, while the leds are lit up. No pt involvement.

Manufacturer narrative:
(B)(4). Carefusion technical support shipped a replacement user interface module, and issued a return goods authorization (rga) number for the alleged faulty user interface module to be returned for eval. The alleged faulty user interface module was received by carefusion on 04/10/2015, and is awaiting eval. Once evaluated, a follow-up medwatch report will be submitted.